Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The ipg was returned without any visible anomalies or damage. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. The ipg functioned as intended. The root cause of the reported issue could not be determined.

Event description:
Product manufacturer reference number: 3006705815-2021-00562, and 1627487-2021-01191. It was reported that the patient was experiencing ineffective therapy since they were implanted. Programming was attempted without success. As a result, the system was explanted on (B)(6) 2021.